Manufacturer narrative:
B5. Event description - correction - information inadvertently left off of initial MDR submitted.

Event description:
Diagnostics were reported to be okay by the sales representative. No known surgical intervention has occurred to date nor has any new relevant information been received to date.

Event description:
The patient reported a burning pain whenever he moved for the last 3.5 to 4 weeks. The pain occurred whenever he stood up or down or when he tossed in bed. When the magnet is present, the pain went away. Clinic notes reported that he started to have electrical sensation involving the upper neck and left anterior chest region. This was worse when he moved around. When he is walking and moving, he had it almost constantly. He did not have any injuries that they could determine. There were no changes to the vns that precluded this. The clinic notes indicated that they suspected a lead break particularly with the radiation of stimulation with movement. However, diagnostics were within normal limits, so lead continuity was tested and found to be okay. No new/ further corrective action is needed as there is no new harm or risk established for the patient or user.